Event description:
It was reported that this right ventricular (rv) lead perforated based on x-ray and patient also short of breath. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Correction to field b1: adverse event/product problem.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated based on x-ray and patient also short of breath. No adverse patient effects were reported.